Event description:
While transferring a resident in an electric lift, the right leg strap released and the resident slid out of the sling onto the floor. She sustained a hematoma on the back of her neck. Rep was notified, and said that they would be out to check the sling.